Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: factors that may contribute to the inability to advance the stent delivery system (sds) over the guide wire or through a guiding catheter and cause resistance between the devices may include, but not limited to, device placement technique, inner diameter of guide wire lumen, outer diameter of the guide wire, inner diameter of guiding catheter, condition of the guide wire or guiding catheter, build up of blood or contrast, or damage to the catheter. Analysis noted that a full length mandrel was used to pass through the entire length of the guide wire lumen without resistance noted and met manufacturing criteria. A new guide wire was used to perform the guide wire movement test, first with the balloon catheter straight then looped and there was no resistance noted. The guide wire was then inserted in the guide wire lumen of the returned balloon catheter and a new indeflator, filled with water, was used to pressurize the balloon to rated burst pressure to check guide wire movement for collapsed lumen. While pressurized the guide wire was able to move freely. Negative pressure was pulled and the guide wire was removed without resistance noted. In this case, the reported resistance with the guide wire could not be confirmed. The guide wire was not returned for analysis and may have assisted in the investigation to determine a possible cause. The analysis noted blood in the guide wire lumen, it is possible that there may have been a build up of blood that could have contributed to an interaction between the devices; however, this could not be conclusively determined. Analysis also noted that the stent implant was dislodged from the balloon and was not returned. There were crimp marks on the balloon between the markers suggesting the stent was properly placed at the time of manufacturing. The balloon was loosely folded. There was no other damage noted to the sds. Additional information was requested to determine if the stent dislodgment occurred post procedure; however, no information has been received. The noted stent dislodgement was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Although a conclusive cause for the reported difficulty to position and noted stent dislodgement could not be determined, there are no indications of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and no other incidents have been reported for difficult to position or stent dislodgement for this lot. The stent delivery system is inspected at multiple steps for damage during the manufacturing process and that the wire moves freely. Additionally, during lot release testing, a sampling of units is destructively tested for guide wire lumen check and stent dislodgement force.

Event description:
It was reported that during a stenting procedure, the 3.0 x 18 promus was advanced; however, the device was difficult to advance over the guide wire; therefore, the device was removed. A 2.5 x 12 promus was advanced, but it would not cross the lesion and after removal, it was noted that the shaft was damaged. There were no adverse patient effects reported. No additional information was provided. Returned device analysis revealed that the 3.0 x 18 promus stent was dislodged from the balloon.

Event description:
Subsequent to the initial medwatch report, the following information was received: the stent did not dislodge in the patient and appears to have dislodged during shipment back to abbott vascular.